Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a 3.0 x 12 xience v stent was deployed in the ostial anterior interventricular artery iva2 by direct stenting (at the bifurcation with a diagonal). The vessel was slightly calcified and stenosed. Inflation was performed at 14 atm. After inflation, a dissection was observed at the iva1. The dissection was treated with a 3.0 x 15 vision and a 3.5 x 23 xience stent. The bleeding was stopped. The final result was good and there was no consequence to the patient after the procedure. The balloon integrity was checked after the procedure and no damage was observed to the balloon. No additional event or patient information is available.